Manufacturer narrative:
After the initial report, the medical records pertaining to the event were obtained. Per the radiology report, with a strong finding of the tee and the blood culture finding of enterococcus faecalis, the patient was started on ampicillin and gentamicin. The patient's initial blood culture came back (B)(6) on (B)(6) 2012. The last culture was done on (B)(6) 2012, and it was negative. The last clostridium difficile test was on (B)(6) 2012, and it again tested (B)(6) by pcr. The patient also had a bone scan to look for the origin of the bacteremia, and there was a suspicion for right-sided heel osteomyelitis. Per the consultation report, there was immobile vegetation of the aortic valve. The patient was described as not being good enough physical shape to have any kind of cardiovascular surgery for his endocarditis. Per the instructions for use (IFU), endocarditis is a known potential complication associated with heart valve replacement and bioprosthetic heart valves. Endocarditis is an infection of a native or prosthetic valve and may occur early or late after valve replacement. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. In this case, the source of the infection is unknown. According to the (B)(4) manual, major predisposing factors to infective endocarditis are congenital heart defects, rheumatic valvular disease, bicuspid or calcific aortic valves, mitral valve prolapse, and hypertrophic cardiomyopathy. Prosthetic valves are a particular risk. Prosthetic valvular endocarditis develops in two to three percent of patients within one year after valve replacement and in 0.5 percent thereafter. It affects mechanical and bioprosthetic valves equally. In this case, the cause for the infection cannot be confirmed; however, edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility at the time of manufacture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the partners 1 clinical trial, more than four years post transcatheter aortic valve replacement (tavr) the patient was admitted for osteomyelitis, per a bone scan. During his admission, tee showed possible vegetation in the sapien valve. After the initial report, it was learned that the patient expired on (B)(6) 2012. The cause of death was listed as sepsis. Per the clinical trial database, the device's relationship to the event was assessed as remote.